Event description:
The customer reported the system locked up and had to be rebooted. No pt injury was reported.

Manufacturer narrative:
The ge service rep reloaded the software. He downloaded calibration and configuration files, entered other setup info, and performed a function check. The system performed as desired. The system would not burn the pt study to cd/dvd. System showed 424mb available, but would get about half through the progress bar and give a media error. A new dvd-r resolved the problem, but the customer is concerned. Returned system to service. This case is complete.